Event description:
There was an allegation of questionable ureal urea/bun results for one patient sample from the cobas 8000 c702 module. The initial result was 7.2 mg/dl and the repeat result was 41.0 mg/dl using a different cobas c702 system. The questionable result was not reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The field service representative readjusted the pump pressures, cleaned the reagent line flow paths, and moved the urea reagent cassette to the other reagent compartment. The system was confirmed to be running within specifications. Reagent issues were excluded.